Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was not observed past the bottom housing. The download data showed no timeouts or drive stalls that would suggest that the device struggled to deliver insulin. Inspection of the fluid path found that soft cannula to have been shortened. Due to this damage, fluid did not exit the entire fluid path as intended. Although this damage was observed, the timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.